Manufacturer narrative:
Hamilton medical ag reference: (B)(4) investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: "the unit showing panel connection lost" no patient involvement.